Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Expiration date; 12/31/9999.

Event description:
It was reported that the patient was experiencing some yellow pus like liquid from the pocket site.